Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that display screen had been fading out. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: the pump powered on properly to the verify screen. The complaint of a faded display screen was not duplicated during evaluation. The display was found to be fully functional and had no visible signs of fading or discoloration. The black box showed no occurrences of a call service error that would cause a blank screen issue. There was no evidence of moisture contamination or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.